Event description:
It was reported that the r-wave amplitude and the pacing lead impedance had decreased. The patient reported chest pain. It was later reported that the lead was repositioned successfully.

Manufacturer narrative:
Na